Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a leakage was found at the connection part with the circuit. No patient involvement as this occurred during prime; product was changed out; procedure was completed successfully.

Manufacturer narrative:
A sample was not returned for evaluation and a lot number was not provided; therefore, a complete investigation could not be performed. Based on the description of the reported event, there was a leak at the connection with the circuit. All shunt sensors are leak tested during the manufacturing process, and an additional sample size from each lot is leak tested during product release testing. It is possible that after gas calibration, this cap was not completely tightened back onto the unit, allowing a small leak at this location during use. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.